Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Analysis of the lead found insulation abrasions at 52.9cm-53.2cm and 53.3cm-53.6cm from the connector pin, consistent with friction to another device.

Event description:
This report is to advise of an event observed during analysis.